Event description:
The report received indicated that while the stabilizer guidewire was being prepped, the distal tip separated. There were no attempts to use the device in the pt. During packaging removal, the wire was not removed from the dispenser by the distal floppy end and there were no attempts to reshape the wire.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date, the eval has not been completed. Additional info will be submitted within 30 days upon receipt.